Manufacturer narrative:
Product event summary: the actual lead was not received for analysis; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a venogram revealed a distal dissection of the coronary sinus of no clinical significance following cannulation. It was further reported that the patient presented to the clinic with chest pain and discomfort two days post-implant. It was noted that the patient had diaphragmatic stimulation, nerve stimulation, and a pleural effusion. The right ventricular (rv) lead had high thresholds, no capture, low impedance, no sensing in the bipolar configuration, undersensing, and was dislodged. The rv lead was reprogrammed. The rv lead was subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.